Manufacturer narrative:
There are several reasons for infections / local inflammations during this early stage of osseointegration, including medications, disease, and instrument trauma caused during placement in dense bone (the pt's bone quality was identified as class I - i.e. Very dense). While it is unk if the implant used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event, it was reported that an ankylos plus implant was removed two weeks after placement due to mobility in combination with infection / local inflammation. Because this was the second implant failure with the pt, the reporter questioned whether the pt has an allergy to titanium.